Manufacturer narrative:
Multiple attempts were made to obtain patient information from the customer; however this information was not provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were sent to technical services to be reviewed. A few power and flow elevations occurred on (B)(6) 2022. On (B)(6) 2022 the patient's ldh was elevated while receiving intravenous heparin, and a computed tomography scan revealed an outflow graft compression. A pump exchange was performed on (B)(6) 2022.

Event description:
It was reported that log file analysis showed recurring elevated powers and flows. The patient had elevated lactate dehydrogenase (ldh) levels and was placed on heparin drip. It was reported that computed tomography (CT) scan appeared to show an outflow graft (ofg) compression. Given the patient's rise in ldh, cola colored urine, and liver dysfunction, the physicians decided to exchange the patient's pump. The pump exchange was performed on 05apr2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), revealed the presence of thrombus in the pump which could have contributed to the reported elevated lactate dehydrogenase (ldh) and power elevations. In addition, the report of an outflow graft obstruction was confirmed through review of the submitted images. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. An additional distal segment of the driveline measuring approximately 14¿ was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was not returned. Review of the submitted computed tomography (CT) images shows a narrowing of the outflow graft at the distal end of the bend relief. A cross section CT image of the outflow graft appears consistent with an extrinsic outflow graft obstruction. Additional images show the explanted outflow graft with a small accumulation of tissue on the exterior of the graft underneath the bend relief. Upon disassembly of (B)(6), a thin, red, ring shaped thrombus formation was observed surrounding the inlet bearing ball. An additional red, tissue-like deposition was observed loosely seated against a rotor blade on the rotor mid-section. The laminated structure of the ring-shaped thrombus formation and the observed areas of denaturation on the larger deposition indicate that the depositions likely formed over an indeterminate duration while the device was supporting the patient. Although a specific cause for the development of the observed depositions could not be determined through this evaluation, the depositions could have contributed to the reported elevated lactate dehydrogenase (ldh). Moreover, while a duration of time for which the depositions were present in the pump could not be conclusively determined, they could have created additional resistance on the spinning rotor, potentially contributing to the elevations in power and flow that were confirmed through the evaluation of the submitted log file. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists hemolysis and pump thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Section 1 provides an explanation of pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines indications of pump thrombosis, as well as how to respond to such events, and provides information regarding anticoagulation therapy and the recommended inr range. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.